Manufacturer narrative:
Exact date unknown, event occurred few years ago. Explant date: 2017. Additional suspect medical device components involved in the event: product family: scs-paddle leads, upn: (B)(4), model: sc-8352-50, serial: (B)(4), batch: 17432792.

Event description:
It was reported that the patient underwent an explant procedure for an unknown reason. All device components were explanted and will not be returned. No further information has been obtained despite good faith efforts.